Event description:
It was reported that 2 bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced label lift off/partial peel off which was noted after use. The following information was provided by the initial reporter: customer raised the complaint of label are not properly fix on tubes and some of the tube stuck in the sorter because of this tat is lengthier.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. Additionally, evaluation of the customer samples was performed and label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#(B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
The following information has been updated: date of event: (B)(6) 2019.

Event description:
It was reported that 2 bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced label lift off/partial peel off which was noted after use. The following information was provided by the initial reporter: customer raised the complaint of label are not properly fix on tubes and some of the tube stuck in the sorter because of this tat is lengthier.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced label lift off/partial peel off which was noted after use. The following information was provided by the initial reporter: customer raised the complaint of label are not properly fix on tubes and some of the tube stuck in the sorter because of this tat is lengthier.